Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic gynecological procedure, while on fascia closure the thread broke. In order to fix the issue, a new suture from other manufacturer was used by the surgeon to complete the case. There was no patient injury.